Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Right attune total knee revised to address pain, instability (hyperflexion, collateral hyperlaxity), and aseptic loosening of the tibia base plate at the cement to implant interface. Revising surgeon indicated that two soft taps with an osteotome removed the tibial base plate from the cement mantle, and there was no cement adhered to the back side of the base plate. Femur, tibial base plate, and tibial insert components were revised; the patella was not. Depuy bone cement was used in primary surgery. Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.